Manufacturer narrative:
Analysis of the device memory confirmed the device was operating in a higher current bin. Based on the charge time measurements in the memory download and the calculated current bin, the device should have approximately 20 to 30 percent remaining capacity, which is consistent with the battery status gauge at the most recent device check. Further review of the device memory could not ascertain the reason why the device displayed less than .5 years during the device check one month prior to the last device check.

Manufacturer narrative:
The device remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the pacemaker battery longevity was fluctuating from 1.5-2 years to less than .5 years and now showing 2.5 years remaining. The patient paces 100 percent and there were no parameter changes made.

Event description:
--